Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the de-cased reader and no issues were observed. Extended investigation has been performed. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. Visual inspection on the reader strip port was performed and observed dust contamination. They tried to remove as much contamination as possible. Control solution testing was performed and no issues were performed. All results were within range specification. Issue is not confirmed to use due to dust contamination in the reader port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre 2 sensor. Customer reported receiving readings of 13 mmol/l, 2.1 mmol/l, 4.7 mmol/l, 13.6 mmol/l and 5.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre 2 sensor. Customer reported receiving readings of 13 mmol/l, 2.1 mmol/l, 4.7 mmol/l, 13.6 mmol/l and 5.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.